Event description:
Customer reportedly obtained a result of 414mg/dl on the advantage system while a professional device produced a result of approximately 200mg/dl within 10 minutes. No action taken no device result. No adverse event reported. Requested return of suspect system and replacement was sent.